Manufacturer narrative:
The customer was sent a new pump to help resolve the issue. At the time the customer called in the compliant on 04/14/2017 her mastitis had already cleared up . The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported on (B)(6) 2017 that her pump in style was slowing down and changing phases on it's own. The customer stated that she believed that her pump was the cause of her mastitis. She was diagnosed on (B)(6) 2017 and prescribed cephalexin.